Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient has not contacted the manufacturer representative or his health care provider regarding whether or not a replacement for the implantable neurostimulator would be pursued. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the patient¿s device was overdischarged, and the patient was having issues connecting with and charging the device in (B)(6) 2017. The manufacturer representative did two physician mode restarts around (B)(6) 2017 and finally jump started the implantable neurostimulator after 5 attempts. The patient again started having trouble connecting with and charging the implant starting on (B)(6) 2018. The implantable neurostimulator was confirmed to be overdischarged at the time of the report (B)(6) 2018. The patient reported it as ¿it is not coming on and not doing anything.¿ the reason why the recharging was not maintained was due to patient non-compliance. It was recommended that they jumpstart the device so that the patient can go into MRI mode like normal. Additional information received from the manufacturer representative on (B)(6) 2018 indicated that the battery was completely dead and unable to be restarted. The health care provider¿s office is aware, and the patient knows that a replacement is needed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional regarding the patient. It was reported that the last time that the patient was at the facility for an MRI on (B)(6) 2018, the patient tried to put it into MRI mode, and the device shut off and would not come back on the patient¿s device was replaced on (B)(6) 2018 because it suddenly stopped working. There were no further complications reported or anticipated.